Event description:
It was reported that ventricular threshold had gone up since implant. It was also reported that the setscrew did not break off clean in the adapter. The physician applied silicone and "totally sealed it up". Both the ventricular lead and the adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.